Event description:
It was reported that respiratory rate oversensing was occurring on the right atrial (ra) channel. The ra lead was from another manufacturer. Pace impedances were reportedly variable. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.